Event description:
Device reported from synthes (B)(4) reports an event in (B)(6) as follows: during surgery, two devices utilized to insert the t-pal spacer became blocked in the close position and could not be removed during the surgery process. The implant broke at the proximal point. This resulted in about an hour surgical delay, and there was reported no harm to the patient. This complaint involves four (4) parts. This report is for one (1) unknown t-pal spacer implant. This is report 4 of 4 for com-(B)(4).

Manufacturer narrative:
Additional patient information: patient height reported as 162cm. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Report is for one (1) unknown t-pal spacer implant. Device reportedly broke intraoperative without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 7 of 7 for (B)(4).